Event description:
It was reported to boston scientific corp on 03/19/2009, that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, the physician advanced the scope and speedband device. When the varices were identified, suction was applied and an attempt was made to fire a band, however, the band failed to deploy. The device was removed from the scope and the procedure was completed with an injection needle (MFR unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot exp and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if further relevant info is identified, a supplemental medwatch will be filed.